Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n242537, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID neu_refillneedle, serial # unknown, product type accessory. (B)(4).

Event description:
The patient had no symptoms related to the event. The cause of the difficulty filling was not determined. It was unclear if they were able to refill the pump; however, it was reported that the patient was receiving effective therapy.

Event description:
It was reported that there was difficulty filling the reservoir. They were able to aspirate the reservoir, but unable to fill it. The volume that was aspirated matched what was expected. They tried using 3 different refill kits. The health care provider (hcp) referred the patient to someone else on the day of the report to try and fill. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Event description:
Additional information received reported the patient did not experience any symptoms. The cause of the difficulty filling/aspirating was due to over pressurization and a locked valve reservoir. The event did not result in a pocket fill. The patient came back into the office at that time and the doctor was able to access the port. He pushed 10cc's of normal saline and then removed. The medication was then pushed with no issues. The patient's pump was able to be refilled. The pump was being used to deliver morphine, bupivacaine, and clonidine.